Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device alarmed and powered off and on by itself during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off and on by itself was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable was no longer fully seated to the ift. Ventec reseated the ift cable to the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated.